Event description:
Livanova received report that a s5 gas blender system gave two error codes during priming. One error code was associated to a discrepancy between the actual and set gas flow values and the other was associated to an eprom error. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the x. The incident occurred in x. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova received report that a s5 gas blender system gave two error codes during priming. One error code was associated to a discrepancy between the actual and set gas flow values and the other was associated to an eprom error. There was no patient involvement. The unit was requested at the manufacturing site and never returned. Through the follow-up with the livanova field service eng, it was reported that the event had not re-ocurred and the customer confirmed that the defect was not device-related. No other similar event has been identified by reviewing the complaints database. Based on above, it cannot be ruled out that the reported event was most likely caused by a failure of the external gas source of the hospital and therefore not livanova device-related. The risk is in the acceptable region. No action is deemed necessary. Livanova will keep monitoring the marked. Reportability decision chages to not reportable event based on communication from the customer that the issue had not been caused by the gas blender. No device malfunction occurred and no action will be taken on the device.

Event description:
See initial report.